Manufacturer narrative:
Four opened/used infusion sets were evaluated and manual prime was performed using a new lab reservoir and 3 of 4 were found occluded at the p-cap connection. The remaining infusion set passed per specification. No occluded anomalies found during analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. Blood glucose value was 500 mg/dl; treated with a manual injection. The customer stated she received no delivery alarms with the previous three infusion sets as well. The customer disconnected and reconnected but insulin did not exit. She then changed the infusion set and was able to prime. Customer declined to troubleshoot for high blood glucose. Product was replaced and returned for analysis.